Event description:
The device was opened onto the sterile field, the scrub tech prepared it under the company representative's directions and it was then passed onto the surgeon to be used.however, when surgeon proceeded to turn the drill on, it didn't go on.then, under the guidance of the company representative, md tried to trouble shoot it, but no success.the company representative thought that it might be the battery and she gave us another device to open and use.this is the second event in as many months. Lot and reference numbers are different.